Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed off no power test, self test, unexpected restart error test, displacement test, rewind, and excessive no delivery alarm test. Motor error alarm noted during basic occlusion test and unable to prime during prime/delivery test due to faulty back pressure sensor. Motor passed motor test. Unable to complete functional test including occlusion test due to prime anomaly. Noisy motor noted during testing due to faulty motor. Unable to confirm motor position encoder error due to a47 alarm. A47 alarm noted due to corrupted history file. Unit received with cracked case on display window corners, scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during basal. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 460 mg/dl, which was treated with the insulin pump. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.